Event description:
The pt reportedly experienced blood stained discharge from his implanted ear. The device was explanted. Advanced bionics is in the process of gathering more info. Once more info becomes available, a supplemental report will be submitted.